Manufacturer narrative:
Investigation summary: tested 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with returns. Source: phone.

Event description:
Reported 1 suspected false positive flu b result on sofia flu + sars for 1 patient. It is unknown whether the patient was asymptomatic or symptomatic. No confirmatory testing completed.